Manufacturer narrative:
The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. The complaint rt021s are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the rt021 catheter mount connectors were torn. This was found prior to patient use.